Manufacturer narrative:
H3, h6: it was reported that a ceramic ball head was revised due to fracture. The ball head, used in treatment was not returned for investigation. Thus, the relationship between the reported event and the device cannot be confirmed. The production documentation of this part was reviewed. There are no indications that the part failed to match specification at the time of manufacturing. Furthermore, no further complaint was reported for the part and batch in scope regarding the same failure mode. Fracture of implants is listed among the adverse events resulting from hip arthroplasty. The severity and the failure mode are covered through the corresponding risk management file. A medical investigation was conducted and it was concluded that based on the limited information provided, the root cause of the ceramic ball head fracture and subsequent revision surgery was a result of the patient fall and is not associated with the malperformance of the implant. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. To date, the need for further actions is not indicated. Should the device or any further information become available, this complaint will be reopened. Smith and nephew will monitor this device for further similar issues.

Event description:
It was reported that a primary thr was performed on (B)(6) 2011. The patient suffered a fall on (B)(6) 2021, and a revision surgery had to be performed due to the ceramic ball head fractured. The outcome of the patient is unknown.